Event description:
On (B)(6) 2025, the user¿s dexcom g7 continuous glucose monitor (cgm) became unpaired from the device, though readings remained visible in the dexcom app. The agent guided the user through troubleshooting steps, including toggling, restarting, and re-entering the pairing code, which allowed the pairing process to restart. Blood glucose (bg) was not affected. No symptoms were experienced by the user during the event, and no medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.